Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead impedance has been running 700-800 ohms and then it "shot up to 2500 ohms." It was also reported that there were high thresholds. Follow-up received from the clinic nurse indicated that during a follow-up visit it was noted that the lead was fractured. The lead was removed and replaced. No patient complications have been reported as a result of this event.